Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during use a fiber scope did not pass smoothly through the device. There was no patient harm or required intervention.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Examination shows no sign of any type of blockage through the main stem of the tubing. No blockages or restrictions were noted. The reported defect could not be detected on the returned sample.